Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were decreased r-waves and over 5000 short v-v intervals. During lead replacement, after the lead was extracted, the patient had loss of blood pressure. A new competitor lead was implanted and resuscitation efforts were started without results. A thoractomy was done but no obvious source of bleeding was noted. Resuscitation efforts were stopped and the patient was declared dead. Additional follow up indicated the physician stated there was possible "electro-mechanical decoupling from the heart".